Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that exams were deleted from the system to free up space, adjusted the wiring from a fan to the computer, and the computer was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the pc was slow. The site deleted lots of exams but the system was still slow and would freeze occasionally. There was no patient present.

Manufacturer narrative:
The lcd monitor was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed. There was an electrical failure that caused the monitor to malfunction. When connected to a known good system the returned monitor had no power. The display was blank. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer would boot normally to the application screen and no slowness or freezing was observed. Errors were found on tests indicating the suspected cause to be bad ram modules. Analysis found that the reported event was related to a computer component issue. The lcd staff monitor cable was also returned for analysis. The cable appeared to be unused and passed continuity testing with no failure found. If information is provided in the future, a supplemental report will be issued.